Manufacturer narrative:
Nvestigation summary: a couple of photos were shared by the customer, where an unknown particulate at the top of the seal was observed, additionally an ftir result from the actual particulate, was compared with an ftir of "cellulose" as a reference. One (1) used. List #kl-va001u3, chemosafelock vial adapter was returned for evaluation. As received, the whole set was visually inspected and an unknown particulate at the top of the seal was noted, the chemolock port was cut and the unknown particulate was observed to be loose inside the seal, the appearance is consistent with cardboard and has irregular shape, no damages on the seal were noted. The complaint of foreign matter was confirmed upon receipt of the returned unit, which contained foreign matter identified by customer ftir analysis as cellulose. ICU¿s evaluation and DHR review did not identify any manufacturing anomalies or use of cellulose based materials in the manufacturing process. As the evidence did not support attribution to a specific manufacturing, packaging, or handling step, the probable cause could not be determined. The device history review for possible lot#14186478 was performed, finding no relevant issues, anomalies or nonconformances that might be related with the condition reported by customer.

Event description:
Event occurred regarding a chemosafelock vial adapter where the reporter stated foreign material (fm) fiber-like white fm was observed at the bonding surface of the vial adapter. There was no reported impact of the event on the patient and medical institution worker. Actual sample was received connected to a vial bottle of cylocide n injection 1g (nippon shinyaku). Upon closely checking the top surface of body, a white fiber-like substance was confirmed in a gap between the conduit and the silicone seal. The fm was caught between the conduit and the silicone seal. The fm was pulled out though it was unsuccessful. Ft-ir analysis was performed to further investigate the fm. The result shows the spectrum similar to cellulose. The product was not contaminated with blood or body fluid. The event was noted before use to the patient. There was no patient involvement, and no patient harm reported in the event.